Event description:
It has been reported to philips that the azurion rotational movement was unavailable. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed that the detector movements are intermittently blocked. Upon functional testing, the fse found malfunction with the detector and only the rotational movement of the detector was blocked; the other movements of the stand and the table were in operation. The fse calibrated geometry of the frontal stand. After calibration of frontal stand geometry, the system was returned to use in good working order. The codes were updated based on the investigation outcome.